Event description:
The shaft of the catheter ruptured, 60 cm from the hub. The procedure was performed via a humeral approach, using a catheter with a catheter sheath introducer. A 0.035" extra stiff guidewire was positioned into the aorta. Difficulty was experienced during attempts to advance the catheter into the coronary, due to the anatomy and the calcification of the humeral artery. The physician elected to remove the catheter. No resistance was expected, but just the proximal segment of the catheter was pulled out. The distal segment was removed with forceps.

Manufacturer narrative:
Visual examination: upon receipt, the catheter was coiled within a plastic bag. The catheter exhibited multiple indentations on the proximal section. The catheter also was noted to be kinked, approx. 25cm from the distal end. The catheter body was ruptured, 60 cm distal to the proximal end of the hub. The ruptured section of the distal catheter body was unraveled. Dimensional examination: the inner and outer diameters of the catheter wire found to be within dimensional specifications. The exact cause of the catheter's rupturing during clinical use could not be determined. The unraveled condition of the catheter's distal rupture site was probably caused by the use of dormia forceps during withdrawal of the distal end of the catheter from the patient. A lot history review revealed that no other complaints of this nature have been received for this product.